Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), fatigue ("fatigue"), arthralgia ("joint pain"), weight increased ("weight gain"), feeling abnormal ("brain fog") and alopecia ("hair loss"). The patient was treated with surgery (she underwent a hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, mood swings, fatigue, arthralgia, weight increased, feeling abnormal and alopecia outcome was unknown. The reporter considered alopecia, arthralgia, fatigue, feeling abnormal, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implant. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), mood swings ("mood swings"), fatigue ("fatigue"), arthralgia ("joint pain"), brain fog ("brain fog"), alopecia ("hair loss"), myalgia ("I have the muscle burning") and asthenia ("weakness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent a hysterectomy - uterus). At the time of the report, the outcomes for pelvic pain, mood swings, fatigue, arthralgia, weight increased, brain fog and alopecia were unknown. The reporter considered alopecia, arthralgia, asthenia, brain fog, fatigue, mood swings, myalgia, pelvic pain and weight increased to be related to essure administration. The reporter commented: she was forced to undergo a major surgery as a result of her essure implant. Essure stop date discrepant (B)(6) 2016 or (B)(6) 2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), mood swings ("mood swings"), fatigue ("fatigue"), arthralgia ("joint pain"), brain fog ("brain fog"), alopecia ("hair loss"), myalgia ("I have the muscle burning") and asthenia ("weakness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent a hysterectomy - uterus). At the time of the report, the outcomes for pelvic pain, mood swings, fatigue, arthralgia, weight increased, brain fog and alopecia were unknown. The reporter considered alopecia, arthralgia, asthenia, brain fog, fatigue, mood swings, myalgia, pelvic pain and weight increased to be related to essure administration. The reporter commented: she was forced to undergo a major surgery as a result of her essure implant. Essure stop date discrepant (B)(6) 2016 or (B)(6) 2016. The most recent follow-up information incorporated above includes data received on: 02-may-2023: new lawyer's reporter, patient's details (data of birth), essure start date updated from 2012 to (B)(6) 2012, stop date updated from (B)(6) 2016 to (B)(6) 2016, annex f of international medical device regulators forum updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), fatigue ("fatigue"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), alopecia ("hair loss"), myalgia ("I have the muscle burning") and asthenia ("weakness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent a hysterectomy). Essure was removed in may 2016. At the time of the report, the pelvic pain, mood swings, fatigue, arthralgia, weight increased, feeling abnormal and alopecia outcome was unknown. The reporter considered alopecia, arthralgia, asthenia, fatigue, feeling abnormal, mood swings, myalgia, pelvic pain and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implant. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter was added, event myalgia and weakness was added. On 23-mar-2020: process with follow-up 1. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of chronic cervicitis, menorrhagia, dyspareunia, pelvic pain, obesity, uterine fibroid, nickel allergy, multiparous, multi gravida and vaginal delivery. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), mood swings ("mood swings"), fatigue ("fatigue"), arthralgia ("joint pain"), brain fog ("brain fog"), alopecia ("hair loss"), myalgia ("I have the muscle burning") and asthenia ("weakness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy.). At the time of the report, the outcomes for pelvic pain, mood swings, fatigue, arthralgia, weight increased, brain fog and alopecia were unknown. The reporter considered alopecia, arthralgia, asthenia, brain fog, fatigue, mood swings, myalgia, pelvic pain and weight increased to be related to essure administration. The reporter commented: she was forced to undergo a major surgery as a result of her essure implant. Essure stop date discrepant (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.576 kg/sqm. [Pathology test] on (B)(6) 2016: diagnosis: uterus wit bilateral fallopian tubes (hysterectomy with bilateral salpingectomy): cervix: chronic cervicitis with:squamous metaplasia and nabothian cysts. Myometrium: -leiomyomas -focal superficial adenomyosis endometrium: -features of progestational hormone effect -intratubal metallic coils -left small paratubal cysts specimens: uterus with cervix right and left fallopian. Gross description: the right fallopian tube measures 5 cm in length including fimbria, there is spiral metallic sterilization wire present. The left fallopian tube measures 5 cm tn length including fimbria. Paratubal cysts measuring up 0.1 cm to are identified: metallic spiral sterilization device is also present. [Ultrasound scan] (date unknown): small uterine fibroid at the fundus of the uterus, otherwise appears to be completely normal. Both ovaries are normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: reporters,patient information,medical history,lab data,removal date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.